Event description:
It was reported by health care professional that the surgery (implantation of a cochlea implant) was continued without using neuromonitoring and ended without using the nerve monitor, because the system showed no signal, despite giving off stimulation current with the stimulation probe to a structure, which was identified by the surgeon as a nerve. The system has always given a "negative event sound", which means, that these structure is not a nerve. The normal course of surgery; showing a structure that could correspond to the facial nerve, but was abnormally "high" in location. Therefore, the stimulation probe was used to make sure that it might not be a nerve. The system always gave a negative signal without limitations, despite direct contact with the suspected nerve. So the surgeon decided to continue the surgery without using the nerve monitor. The patient has meanwhile left the hospital. She has a partial facialis weakness on the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up it was reported that part numbers and the numbers of the nerve monitoring disposable are not available anymore, because no one has recorded them. The recording electrodes were placed in the corner of mouth, corner of eye, sternum, clavicle as it is shown in the manual of the nerve monitor 3.0. 0.8 ma was the stimulus and threshold set to on the mainframe but can no longer be reconstructed exactly. The electrodes pass the electrode check screen. When stimulating, normal stimulation signal return showed. The surgeon stimulated a nerve and did not get a positive response. The type of anesthesia was being used during the procedure was tiva: propofol, remifentanyl. Normal control with test stimulator was o.k. And during the next surgery with the same device showed no problems. Partial facial nerve paresis, no transection of the facial nerve. The patient received cortisone shot therapy (250mg pred nisolone/day for 3 days), facial exercises, current wait-and-see approach for at least 3 months. That the facial weakness will be temporary because the nervus facialis was not transected. The patient is at home, stable, facial paresis slightly improved. The interventions done to address the right-sided facial weakness are d cortisone shot therapy (250mg prednisolone/day for 3 days), facial exercises, current wait-and-see approach for at least 3 months.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.